Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The second event occurred on (B) (6) 2010. The customer's blood glucose reading was over 600 mg/dl at the time of the most recent event. Troubleshooting could not be performed at the time of the report. The customer stated that she will call back to perform troubleshooting. Nothing further was reported.